Event description:
Manometer read 0 after circuit change. Vent still giving breaths. Vent changed on vent dependent baby. Later circuit found to be defective - blocked proximal pressure line adapter. Allegiance quality assurance notified and circuit returned to company.